Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens was not returned as it remains implanted. Only the delivery system was returned. The plunger component was observed in advanced position. The cartridge was observed correctly engaged into lower body of the device. The plunger was gently pulled back and found properly locked. No damages are observed on the plunger push rod assembly. There was no assembly defect on the insertion device. Pictures taken during surgery were provided by the customer. Based on the supplied images, the investigation site was unable to discern what the abnormality is or its exact location on the lens (surface or within the substance of the lens). The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) under the surgical microscope, the doctor noticed some irregularities on its posterior edge, close to but not on the haptic-optic junction. The doctor did not try to aspirate/rub these ¿fiber-like¿ asperities. The surgery was normally performed and completed. There was no patient injury reported. The iol remains implanted. No additional information was provided to abbott medical optics.